Manufacturer narrative:
No samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. There are not previous complaints of this code batch. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyses it. Please note that when no samples are received our analysis is very limited. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Assicated medwatch reports: 3003639970-2018-00789, 3003639970-2018-00790, 3003639970-2018-00791, 3003639970-2018-00792, 3003639970-2018-00793, 3003639970-2018-00794, and 3003639970-2018-00795.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. 510k#: k111959 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the hospital discovered 8 packages that had leakage." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. All med watch submissions related are: 3003639970-2018-00788 (this report); 3003639970-2018-00789; 3003639970-2018-00790; 3003639970-2018-00791; 3003639970-2018-00792; 3003639970-2018-00793; 3003639970-2018-00794; 3003639970-2018-00795.